Event description:
It was reported that the atrial lead polarity had been changed by the lead monitor function in the pacemaker due to low lead impedance (less than 100 ohms). The pacemaker was reprogrammed to vvi pacing and the use of the atrial lead was stopped. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.